Event description:
Note: this report pertains to one of five resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the ileocecal valve and gastroesophageal junction during a colonoscopy and esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clips were opened and closed but would not release from the wire. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.